Manufacturer narrative:
Baxter received and evaluated the device. A service history review was performed and revealed that the device has no previous service events; therefore, servicing did not cause or contribute to the reported event. Visual inspection did not identify any abnormalities that could have contributed to the reported condition.  The device was found within specification in relation to the customer reported device turned off by itself which was not reproduced. A review of the event history log identified improper shutdown alarms. An ¿improper shutdown!¿ message displays when the pump is powered on after all power sources to the pump were lost, however the history log cannot be used to determine the means by which power became disconnected. Troubleshooting the device revealed no hardware or software abnormalities that would induce the reported allegation. The reported condition was not verified. The device was found to operate within specification.  No correction is required.  Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump powered off without user input. The process step and the location where the problem was found were unknown. There was no known patient injury or medical intervention associated with this event. No additional information is available.